Event description:
It was reported the patient had drainage at the ipg site. It was determined a seroma had formed at the site. Additional information revealed the wound has healed and no intervention is required.

Event description:
Follow-up information revealed the patient's issue is resolved.

Event description:
Follow-up information revealed the drainage/seroma returned. Reportedly, the patient was to have the ipg relocated on (B)(6) 2019 due to the issue. However, the patient elected to undergo surgical intervention wherein the scs system was removed.